Manufacturer narrative:
Omit: unique identifier (UDI) #, medical device serial #, device manufacture date. Correction: medical device catalog #, medical device model #. Additional information: concomitant med prod data, initial reporter e-mail, manufacturer narrative. Root cause: the root cause for the reported issue that device had broken spring on the latch handle was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a large volume pump module not infusing that appeared to have a broken spring on the latch handle. It just dropped down and did not spring back up again. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a large volume pump module not infusing that appeared to have a broken spring on the latch handle. It just dropped down and did not spring back up again. This was reported to bd representatives during their site visit. There was patient involvement but no harm.